Event description:
A falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result recovered lower than the erroneous result. The repeat result was reported to the physician(s) as correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.

Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an atellica ch 930 analyzer. Quality control was valid on the day of sample processing. A siemens customer service engineer was dispatched to the customer¿s site. During the visit, the cse inspected the instrument, cleaned, and aligned sample mixer, sample probe, dilution probe, dilution mixer and reagent mixer. The cse ran auto check, leak test and found slight change in dilution arm pressure. The cse replaced probe, tightened fittings, and reran leak test, which recovered acceptably. The cse replaced reagent 1 (r1) and reagent 2 (r2) level sense printed circuit board (pcb). The cse emptied and refilled reaction bath, ran atellica test protocol (atp) and qc which recovered acceptably. The cause of the falsely elevated co2_c result is unknow. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00334 on 21-dec-2023 and first supplemental MDR on 12-jan-2024. Additional information (19-feb-2024): siemens reviewed the instrument data and identified issues with the reaction washer aspirate probe 3, cuvette vacuum manifold, and reagent arm 1 (r1). In addition to the activities mentioned in the initial and supplemental report, the customer service engineer (cse) replaced a reaction washer probe valve, valve connector, cuvette vacuum manifold, wire harness assembly and connectors, r1 levels sense cable and board, and r1 valve. The instrument was monitored for 2 weeks to verify that there were no further erroneous results. Siemens determined that an instrument malfunction, which was addressed with the service activities mentioned in the initial report and above, contributed to the event. Investigation conclusions code in section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Through reviewing the instrument files, siemens determined that a falsely elevated concentrated carbon dioxide (co2_c) result was obtained on another patient sample on an atellica ch 930 analyzer. The erroneous result was not reported to the physician(s). The sample was repeated on an alternate atellica ch 930 analyzer. The repeat result recovered lower than the erroneous result. The repeat result was reported to the physician(s) as correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00334 on 21-dec-2023. Corrected data (10-jan-2024): siemens reviewed instrument files and determined that the date of event is 12-dec-2023, and not 13-dec-2023 as indicated in the initial MDR. The customer also confirmed that the samples were tested on (B)(6) 2023. Section b3 was updated to reflect the corrected data. Additional information (05-jan-2024): siemens determined that the dilution probe was sampling from close to the bottom of the sample tube; the probe tip was within a few millimeters of the maximum travel depth and the aspiration pressure data showed a slightly increased viscosity delta value. Subsequent aspirations after new quality control (qc) material was loaded did not demonstrate an issue with the aspiration pressure, and qc results recovered acceptably. Additional information (10-jan-2024): upon further evaluation of instrument files, siemens identified an additional falsely elevated concentrated carbon dioxide (co2_c) result that was obtained on the day of the event. Sections b5 and b6 were updated to report the additional falsely elevated result.